Manufacturer narrative:
The insulin pump passed the displacement test, self test, and unexpected restart alarm test. There was no unexpected external ram error alarm or unexpected restart error alarm noted. The pump was received with a displayable history check failed on startup error alarm during testing due to a corrupted history file. The pump had a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he had a displayable history check failed on startup error alarm on the insulin pump. Customer stated that a temp basal was not programmed before the alarm. Customer stated that the pump was stored without a battery. The pump was not in the spanish language. Customer does not recall when the alarm went off. Customer was explained that this is normal pump behavior. Customer received the alarm 3 times in the same week. Customer declined troubleshooting for the external ram error and unexpected restart alarms. Customer was advised that the pump will need to be replaced.